Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. The same issue occurred with the second and third resolution clip devices, and the procedure was completed with two more resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned complaint device noted that the clip assembly was detached from the device. It was observed that the tabs were locked into the capsule and the yoke was still attached to the control wire. Additionally, the distal section of the over sheath was stretched and withdraw in order to detach it from the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. The same issue occurred with the second and third resolution clip devices, and the procedure was completed with two more resolution clip device. There were no patient complications reported as a result of this event.